Event description:
It was reported that when using the bd bd pyxis¿ es server, days unused column data under med inventory was found to be incorrect. Customer stated that drug was dispensed from this device every day during surgeries. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the days unused column data was not correct under med inventory, manage inventory. A technical support specialist (tss) issue with days unused in manage inventory was due to the way the screen calculated the last dispense date for mini tray single dose pockets. Earlier es versions used the most recent dispense date, but starting in es 1.11, it used the oldest. Development was aware and working on a fix. As a workaround, meds could be unloaded, then unpended, pended, and reloaded to reset the days unused value. Tss sent the customer the knowledge article 'days unused manage inventory shows high days unused for mini single dose,' explaining that this was an expected issue in 1.11, and the customer permitted the case to be closed. The system functioned as intended after the technical support specialist troubleshot the device.